Event description:
It was reported that during an implant procedure, the lead used experiment a helix rotation issue, resulting in repeated operation issue. Tricuspid regurgitation was noted as a result the lead was replaced to complete the procedure. No adverse patient consequences were reported.